Event description:
He underwent repeat cath today for staged intervention to lad and impella support. There was a proglide device failure with dislodge of foot plate and thus proglide was removed, pressure was held and thereafter some thrombus visible in the left external iliac. This and all distal areas were cleared with angiojet. A (B)(6) y/o male with history of inferior mi with residual ischemia in lad territory presented for staged revasc with plans for impella support at time of staged pci given low ef. During procedure, pt had mechanical issue with preclosure from the procedure prior to balloon pump, placement, therefore planned procedure was aborted, please see operative report for details, due to hematoma post operatively and need for thrombus evacuation all of which was successful. He stayed overnight for observation. Labs, tele and hemodynamics remained stable overnight. Pt requesting to go home today. Diagnosis or reason for use: lad revasc.